Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out of the tubing during manual prime. It was also reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. It was reported that the drive support cap was sticking out. The insulin pump will not be returned for analysis.